Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during drain 4 of 5 the cycler alarmed for air detected in the cassette. When she cancelled the treatment and removed the cassette, the patient stated that there was a lot of solution inside the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated she had seen the patient in clinic and confirmed no injury occurred. The pd nurse stated the fluid leak was observed from the cassette door after the cycler alarm occurrence and when cancelling treatment. Per pdrn no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak. The pdrn confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when the issue occurred. The sample was discarded and was no longer available for evaluation.